Event description:
Pt underwent aaa repair in 2008. One renu graft and one zip occluder were placed. Initial ballooning was fine but there was a type I endoleak at the top of the graft. Placement was at the top of the covered stent just above the gold markers for top of the balloon. The physician ballooned and the vessel gave way. The vessel ruptured above the left renal and posterior and was not in the vicinity of the balloon. The balloon inflation volume was approx 25-30 cc for a 40 cc balloon. A 36 mm converter graft was then placed. The physician felt that the vessel was weak. He opened the pt and was able to control the rupture. No other problems were noted.

Manufacturer narrative:
Eval: still under investigation.